Event description:
Dr. In the [redacted] ob gyn clinic noticed that certain gbs [group b streptococcus swabs] swabs are not opening as easily as they normally do. Other providers noted that this has been happening for them as well. In reviewing the supply on hand in clinic, it does appear that lot n5020566, 03061065-lot n50196400 and 0306689 lot n 501185900 seem to have the plastic wrapper upside down, so the easier part to open is at the bottom and not at the top as indicated. Providers and my staff are having to use scissors at times to open them. If opened from the incorrect way on the bottom, this places risk for contamination of the specimen as the swab could be compromised. The provider requested the review of the products in question. No patients have been impacted that I am aware of. Just providers reporting the concern of the product not working as it normally has when opening.